Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Evaluation, methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion codes: device discarded by user, unable to follow-up(B)(4). (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(6) clinical study. It was reported that a (B)(6) y.o. Female patient underwent a radiofrequency ablation using a smarttouch thermocool catheter. The patient developed postprocedural groin hematoma with hemoglobin reduction which required extended hospitalization. The patient has a medical history of hypertension and atrial fibrillation. The principal investigator assessed this event as not device related and definitely procedure related.